Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 290 mg/dl while wearing the pod between 24 and 36 hours. The patient claims they did not feel any needle enter the skin. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment for hyperglycemia, a manual injection of insulin was delivered and a new pod was applied.

Manufacturer narrative:
The pod was received with the soft cannula deployed and needle retracted. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data did not contain timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of any damage or manufacturing deficiencies that would result in fluid failing to flow through the complete fluid path. Investigation of the needle mechanism components found no issues that would result in a needle mechanism failure. The device ran for 3051 pulses and was deactivated by the user. The pod was received with the adhesive pad still attached to the bottom housing. Inspection of the bottom housing found the adhesive pad heat welds to be misaligned, indicating that the adhesive pad had been incorrectly installed. This incorrect installation did not affect pod functionality as the adhesive pad was securely attached to the bottom housing and the adhesive was secure during wear according to the customer.